Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle was found experiencing poor sleeve function during use. The following has been provided by the initial reporter: the protective rubber sheath covering the non patient end of needle didn't retract after withdrawing the vacutainer tube resulting in spillage of blood.

Manufacturer narrative:
Investigation summary: bd received samples and a photo from the customer facility for investigation. The photo was evaluated and the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. However, evaluation/testing of the customer samples was performed and poor sleeve recovery was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor sleeve recovery with the incident lot was observed. However, evaluation/testing of the customer samples was conducted and poor sleeve recovery was not observed. Root cause description: based on the investigation, the root cause could be related to design or a manufacturing issue. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® precisionglide¿ multiple sample needle was found experiencing poor sleeve function during use. The following has been provided by the initial reporter: the protective rubber sheath covering the non patient end of needle didn't retract after withdrawing the vacutainer tube resulting in spillage of blood.